Manufacturer narrative:
Because the serial number can not be read, no manufacture date will be provided. Upon receipt, the lead under complaint was found cut approx. 14 cm distal to the is-1connector pin. A proximal and a distal lead fragment were received for analysis. In between a 10 cm segment of insulation body was missing. Furthermore the df-1connectors, the is-1 connector, the lead tip and segments of conductor cables were missing. The returned lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular between 11 cm and 14 cm proximal to the lead tip the insulation was found rubbed through and a fracture of the conductor cable to the ring electrode was observed. Furthermore approx. 11 cm distal to the is-1 connector pin the insulation was found rubbed through and a damaged coating of the conductor cable to the ring electrode was noted. These findings can be considered as the root causes of the clinical observations. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Regarding the distal insulation damage significant motion in the area of the tricuspid valve over a long period of time should be taken into account. The proximal insulation damage most likely resulted from constant friction against the generator housing. Subsequently the available x-rays were carefully analysed. The lead body was bent on one point in small radius as reported in the complaint description. It is assumed that the bend in short radius in combination with tricuspid valve interaction resulted in extraordinary mechanical stress which might have contributed to an increased wear of the lead over the implantation period of 98 months. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that a follow-up on (B)(6) 2015 revealed increase in pacing impedance (1543 ohms). On the following day, the impedance was greater than 3000 ohms and inappropriate shock were delivered due to oversensing. Fluoroscopic images indicated a lead insulation damage. The lead was extracted and damaged during this procedure. The serial number was not legible. A number was created for tracking purposes and the lead was returned for analysis. No adverse patient side effects were reported, apart from explantation procedure.